Manufacturer narrative:
A visual evaluation of the returned device found that the suture is broken and it was not returned with the device. The push catheter and guide catheter are bent in several locations. The distal tip of the push catheter is deformed. The ro marker was detached from the push catheter, it is deformed. Marker impression on the push catheter surface indicates the ro marker had been properly assembled and swaged onto the distal end. No visual issues identified in the suture hole. Based on the product analysis, most likely some operational/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to bends the catheters. Bound by kinks and bends the device would become unable to deploy stent. Continued effort to deploy the stent likely caused breaking of suture, and the damage on the push catheter tip. It appears the push catheter and ro marker were caught on something and then the sheath was slid against this unknown source. This action caused the ro marker detachment and probably the suture breakage. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during endoscopic biliary drainage procedure performed in the bile duct on (B)(6) 2017. According to the complainant, when they attempted to place the flexima plus biliary stent, the radiopaque (ro) marker detached inside of the patient's body. The ro marker was removed from the patent using forceps and the procedure was completed with this device. Additionally, the physician reported that the suture had been broken. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during endoscopic biliary drainage procedure performed in the bile duct on (B)(6) 2017. According to the complainant, when they attempted to place the flexima plus biliary stent, the radiopaque (ro) marker detached inside of the patient's body. The ro marker was removed from the patent using forceps and the procedure was completed with this device. Additionally, the physician reported that the suture had been broken. There were no patient complications reported as a result of this event.